Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the medical staff performed postoperative bladder irrigation for the patient and found that the irrigation fluid was not dripping and the foley catheter was leaking. They immediately replaced the catheter with a new one and did not cause any harm to the patient. As per follow-up received via ibc, on (B)(6) 2022, stated that the air leak occurred.

Event description:
It was reported that the medical staff performed postoperative bladder irrigation for the patient and found that the irrigation fluid was not dripping and the foley catheter was leaking. They immediately replaced the catheter with a new one and did not cause any harm to the patient. As per follow-up received via ibc on 22-nov-2022, stated that the air leak occurred.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be thin rubberize thickness/mechanical failure/operator error or bubble void on rubberize layer that may lead to lumen-to-lumen leak. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Correction: g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned